Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had overheated and took an extended period of time to save to universal serial bus (usb). It was noted that when the programmer was turned off and let cool down when turned back on the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.